Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to high impedances on the left lead. As a result, surgical intervention was undertaken wherein the left lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.